Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the patient line of the homechoice cassette and the transfer set. The patient was connected at the time of the alarm. This occurred during initial drain phase of peritoneal dialysis therapy. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information is available.